Event description:
It was reported that during a rectum procedure, the device would not staple, but cut. The case was completed using sutures. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/6/2006. H4: information is unavailable; device was not returned for evaluation.